Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, undersensing and a failed atrial lead position check. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a5dr01 ipg implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a5dr01 ipg implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, undersensing and a failed atrial lead position check. The ra lead remains in use. No patient complications have been reported as a result of this event.